Event description:
While sitting, the leg of the unit broke. Claimant's wife admitted that her husband was using the unit to roll around in the kitchen. The front wheel snapped off and the claimant sustained an injury to his leg. No ambulance was required at the time of the incident.

Manufacturer narrative:
When the claimant's wife called our customer service department to report the incident, she admitted to our rep that her husband was using the unit to roll around in the kitchen. It is clearly stated in the instruction manual and there are warning on various parts of the unit to not navigate the rolling walker while seated on the seat. This product is not to be used as a transport chair. We sent a replacement rolling walker to the claimant and requested that the damaged unit be returned to us for investigation. The replacement was sent out on (B)(6) 2014. On (B)(6) 2014, our regulatory department tried to follow-up with the claimant to see if they have received the replacement and to coordinate the shipment back to amg of the broken unit. However, there was no answer and we left a voicemail. On (B)(6) 2014, after no response back from the claimant, our regulatory department called back and left another message. As the customer was able to ship the rolling walker back to us for investigation, this case has been closed.